Manufacturer narrative:
The investigation into the automated impella controller (aic) has been completed. The aic was returned for investigation. The console was tested. While running the optical test pump, the bag change procedure was performed and the heparin value was updated from 10 iu/ml to 40iu/ml. During the second bag change, the console displayed the immediate previously updated heparin value of 40 iu/ml. Also, the infusion history screen shows the same value as the one updated during the bag change procedure. Unable to reproduce the reported failure mode. The console performed as expected. The root cause of the change in the heparin unit was not determined due to the inability to reproduce. Since there was no evidence of automatic change in the heparin value, the reported issue could most likely be use-related.

Event description:
The company investigator informed that a complainant had a patient that was on impella cp and automated impella controller (aic) support when there were purge issues on the aic with the heparin concentration. The aic was not removed/replaced. There were no problems with impella operation, but the patient's cardiac function did not improve and the died of multiple organ failure. Therefore, the patient's peri-procedural condition was critical. There is no associated bleeding and the event was unrelated to the aic.